Event description:
Event determined to be reportable based on info received in 2008: it was reported that during an unspecified procedure, the 1.9 zero tip nitinol retrieval basket was difficult to open and there was "something" wrong with the handle of the device. Preliminary device analysis revealed that the 1.9 zero tip nitinol retrieval basket contained a broken wire. The procedure was completed with another of the same device and it was noted that the pt was "doing fine" post procedure.

Manufacturer narrative:
Visual examination of the returned device noted that 1 of the 4 basket wires is broken at the knot. A functional check found the basket opens and closes when the handle is functioned. A review of the manufacturing record for this batch number shows that the device met its material, assembly and product specifications. The root cause can be attributed to design as the basket tip wires are tied into a knot which places stress on the wires at the point where they are tied together. Subsequent functioning of the device causes additional forces to be applied to the wire, which can result in the wire breaking at the knot.